Event description:
It was reported that patient underwent a t3-pelvis modified luque procedure for scoliosis correction. Hooks were placed bilaterally at t3 and t4 with screws implanted in the pelvis and connected to rods with iliac screw connectors and multi sub-laminar wires. Film shows the iliac connector in the left ilium has disengaged from the multi axial screw. A revision surgery has been scheduled for the near future. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the revision surgery took place. The physician stated that the failure was due to poor placement of the iliac screws. The explanted implants - mas x 2, iliac connectors x 2, and their respective set screws were intact. The patient did well post-op and was discharged several days later.